Event description:
Provider states that the patient went to turn on the unit at night time to use the device and it would not turn on. Provider states that the unit has no power, no function. No additional information provided.